Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. The patient presented to the emergency room in cardiac arrest and did not survive. It was further reported that there was high lead impedance and possible lead fracture. The device system has not been returned to the manufacturer.